Event description:
The iab would not inflate. No other info was available from the contact. On 11/5/96, datascope was notified that the iab was discarded by the facility and would not be returned for evaluation. Event complications: unk - reported 10/4/96. Patient's current status: unk - rpt'd 10/4/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738.